Event description:
It was reported that the customer was admitted to the intensive care unit due to a blood glucose level of approximately 600 mg/dl and diabetic ketoacidosis. The customer was treated with intravenous saline and insulin, and was released from the ICU on (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly, the cause for the reported issue was due to an occlusion alarm occurring. Multiple follow up attempts were made to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.